Event description:
A malfunction alarm identified as malf 16 occurred with the customer's insulin pump, prompting a need for technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support arranged for a replacement pump and guided the customer on returning the flawed pump using a prepaid label. The customer was instructed to store the pump and acknowledged all directions provided.